Event description:
It was reported that on (B)(6) 2024 during a selenia dimensions 3d procedure the customer reported that the machine was rotating on its own and the rotational button of the right side of the c-arm was broken. A field engineer examined the equipment and found that the gantry switch was loose and that it caused the uncommanded c-arm motion. The gantry switches were replaced and the system met the manufacturer´s specifications. No patient injury or staff reported. No other information available.